Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the customer was hospitalized with a high blood glucose of 860 mg/dl and diabetic ketoacidosis. Prior to being taken to the hospital, the customer was unable to sit up and had slurred speech. The customer is hard of hearing and cannot always hear the alarms. The insulin pump was removed and the customer was being treated with an insulin drip. The daughter reported that the drive support cap appeared normal and recessed. The time and date were correct and the basal settings were correct. The daughter was unsure if the bolus wizard settings were correct. The bolus history displayed all entries based on the customer's recollection. The daughter was advised to verify the settings with the customer's health care practitioner. The daughter was advised to change the entire set, reservoir, and insulin and treat per the health care professional's instruction and to call back if the issues persisted.